Event description:
Customer reported past occlusion events, but technical support could not gather more information as the customer did not wish to proceed with troubleshooting. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.